Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. The physician attempted to advance an 18-fr introducer sheath to the proximal neck using a cook extra stiff guidewire, but the aneurysm was so big with its diameter being 6.1 cm that the physician could not advance the sheath to the proximal neck. The physician then tried to advance a trunk ipsi-lateral leg component (rmt281418j/12223338) out of the sheath to the intended position, but again, he could not advance the delivery catheter along with the guidewire due to the vessel being highly calcified and torturous. While the physician was replacing the guidewire with a stiffer lunderquist wire, it was revealed that the patient's blood pressure was down. An angiography showed an aneurismal rupture. The physician attempted to repair the aneurismal rupture by implanting the trunk, but could not advance it to the intended position. The physician then decided to perform a surgical repair, stopped the blood flow to the rupture area and the patient was converted to an open abdominal repair. During the surgical procedure, transfusion was performed but the patient was stable with her blood pressure of 80's. The physician replaced the patient's abdominal aorta with a surgical graft and sutured its both ends with the native aorta. After the procedure, it was revealed that the patient had no pulse to her right lower extremity so that thrombi in the superficial femoral artery was removed using a fogarty catheter, and blood flow was recovered. The patient was later transferred to an intensive care unit still in anesthesia condition. During her transfer to ICU, the patient's blood pressure was stable. On (B)(6) 2014, the patient was stable but still had some disturbance of her consciousness. As per report, the physician thinks that the patient is likely to develop an encephalopathy. The physician also states that since this case is originally out of an IFU and the event would be possibly related to the procedure, it would not be related to the device itself. As per the physician's comment, since the patient has a shaggy aorta, he was performing the procedure very carefully. Though the trunk could not be advanced well, he forcefully advanced it into the aneurismal sac, which could cause much pressure to be put on the aneurismal wall, leading to the aneurismal rupture. He felt some resistance while he was inserting the device, he should have replaced the wire with a stiffer one or used a pull-through technique at that time. Regarding the occlusion of the patient's right lower extremity, he does not clearly know whether it was caused by the pre-existing embolization or stenosis, or whether the occlusion was related to the procedure.